Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow events; however, a specific cause for the events could not conclusively be established through this investigation. A direct correlation between (B)(6) and the reported event could not conclusively be determined. The system controller event log contained 129 low flow faults on 23jun2021 06:46:34 through 23jun2021 07:57:47. Of these faults, only 39 lasted long enough to trigger a low flow alarm. The flow dropped as low as 2.1 lpm, below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and appeared to function as intended. The system controller periodic log file contained 2 low flow faults on 22jun2021 and 23jun2021 when the flow dropped to 2.4 lpm, below the low flow threshold of 2.5 lpm. Of these faults, only 1 lasted long enough to trigger a low flow alarm on 23jun2021. The pump operated above the low speed limit for the duration of the log file and appeared to function as intended. The lvad periodic and event log files revealed that the pump operated above the low speed limit throughout the log file and appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU contains information regarding what triggers the low flow alarm. Estimated low flow is a calculated value that is estimated based on power. Pump power is a direct measurement of motor voltage and current; changes in pump speed, flow, or physiological demand can affect pump power. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after the patient¿s controller was updated with the low flow software, the low flow alarms subsided. However, patient flows tended to range from 2.4-3.2 lpm. The patient experienced right sided heart failure post implant. The plan of care included managing blood pressure and reassessing echocardiogram for speed optimization as needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted to the inpatient rehabilitation unit directly after initial acute implant stay. The patient experienced low flow alarms that did not have a pattern with physical/occupational therapy (pt/ot). The patient stated there were no symptoms such as dizziness with the events. The log file captured low flow events on (B)(6) 2021, which occurred when pulsatility index (pi) was elevated. An echocardiogram (echo) was completed on (B)(6) 2021 to evaluate filling pressures, right ventricular (rv) hemodynamics, and tricuspid regurgitation (tr) severity. The echo showed atrioventricular (av) opened 1:1, left ventricle (lv) was decompressed, and normal right atrial (ra) pressure. Doppler pressures were typically ranging from 90s to 106. Oral hydration was pushed and the patient received 250 ml of fluid on (B)(6) 2021. On (B)(6) 2021, low flow software was installed on both controllers.